Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2009 was chosen as a best estimate based on the date that the manufacturer became aware of the eve model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: a21435/a21670, model/catalog description: phase iii linear lead - 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent explant for an unknown reason. No further information could be obtained.